Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, surgeon noticed mark in the far periphery of the optic when the iol was being inserted. There was patient contact. The surgery was completed successfully with the lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.